Event description:
Additional information received reported the catheter "was out in the back." The patient had throbbing pains in the left leg due to sciatica nerve damage in the left leg.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter model: 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk; catheter model: 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: unk.

Event description:
It was reported that patient experienced cramping in her butt and leg; "hurts to walk and cannot sit." It was stated that patient had never gotten therapeutic benefit from the pump. It was added that the catheter was kinked two months post pump implant. Patient underwent a revision to "fix the system", but this "did not improve her situation." It was stated that two weeks ago from the date of this report patient expressed to her healthcare provided (hcp) that she wanted the pump removed; "hcp wouldn't take it out right away." Patient was dissatisfied with the hcp. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).